Event description:
User experienced low magnesium and phosphorus results for 8 pt samples over a 2 month period. All repeat testing occurred in late 2008. Initial magnesium result 0.90 mg/dl, repeat 2.18 mg/dl; initial phosphorus result 0.9 mg/dl, repeat 2.78 mg/dl. Initial results for pts 1-7 were reported, there was no negative outcome to the pts. The units of measure for the application were incorrect in the analyzer which did not correspond with the units of measure in the lis. The customer changed the units of measure for magnesium and phosphorus in the analyzer. The technical service rep instructed the customer to activate tests, re-download calibrator and controls and redefine the decimal places on standard one.

Event description:
User experienced low magnesium and phosphorus results for 8 pt samples over a 2 month period. All repeat testing occurred in late 2008. Tested the day before: initial magnesium result 0.90 mg/dl, repeat 2.2 mg/dl; initial phosphorus result 1.2 mg/dl, repeat 3.7 mg/dl. Initial results for pts 1-7 were reported, there was no negative outcome to the pts. The units of measure for the application were incorrect in the analyzer which did not correspond with the units of measure in the lis. The customer changed the units of measure for magnesium and phosphorus in the analyzer. The technical service rep instructed the customer to activate tests, re-download calibrator and controls and redefine the decimal places on standard one.

Event description:
User experienced low magnesium and phosphorus results for 8 pt samples over a 2 month period. All repeat testing occurred in late 2008. Tested the previous month, initial magnesium result 0.80 mg/dl, repeat 1.9 mg/dl; initial phosphorus result 1.2 mg/dl, repeat 3.7 mg/dl. Initial results for pts 1-7 were reported, there was no negative outcome to the pts. The units of measure for the application were incorrect in the analyzer which did not correspond with the units of measure in the lis. The customer changed the units of measure for magnesium and phosphorus in the analyzer. The technical service rep instructed the customer to activate tests, re-download calibrator and controls and redefine the decimal places on standard one.

Event description:
User experienced low magnesium and phosphorus results for 8 pt samples over a 2 month period. All repeat testing occurred in late 2008. Tested nine days prior: initial magnesium result 0.80 mg/dl, repeat 1.90 mg/dl; initial phosphorus result 1.2 mg/dl, repeat 3.7 mg/dl. Initial results for pts 1-7 were reported, there was no negative outcome to the pts. The units of measure for the application were incorrect in the analyzer which did not correspond with the units of measure in the lis. The customer changed the units of measure for magnesium and phosphorus in the analyzer. The technical service rep instructed the customer to activate tests, re-download calibrator and controls and redefine the decimal places on standard one.

Event description:
User experienced low magnesium and phosphorus results for 8 pt samples over a 2 month period. All repeat testing occurred in late 2008. Tested five days prior: initial magnesium result 0.90 mg/dl, repeat 2.18 mg/dl; initial phosphorus result 0.8 mg/dl, repeat 2.5 mg/dl. Initial results for pts 1-7 were reported, there was no negative outcome to the pts. The units of measure for the application were incorrect in the analyzer which did not correspond with the units of measure in the lis. The customer changed the units of measure for magnesium and phosphorus in the analyzer. The technical service rep instructed the customer to activate tests, re-download calibrator and controls and redefine the decimal places on standard one.

Event description:
User experienced low magnesium and phosphorus results for 8 pt samples over a 2 month period. All repeat testing occurred in late 2008. Tested the previous month: initial magnesium result 0.80 mg/dl, repeat 1.9 mg/dl; initial phosphorus result 1.0 mg/dl, repeat 3.10 mg/dl. Initial results for pts 1-7 were reported, there was no negative outcome to the pts. The units of measure for the application were incorrect in the analyzer which did not correspond with the units of measure in the lis. The customer changed the units of measure for magnesium and phosphorus in the analyzer. The technical service rep instructed the customer to activate tests, re-download calibrator and controls and redefine the decimal places on standard one.

Event description:
User experienced low magnesium and phosphorus results for 8 pt samples over a 2 month period. All repeat testing occurred in late 2008. Tested the previous month: initial magnesium result 0.80 mg/dl, repeat 1.9 mg/dl; initial phosphorus result 1.3 mg/dl, repeat 4.03 mg/dl. Initial results for pts 1-7 were reported, there was no negative outcome to the pts. The units of measure for the application were incorrect in the analyzer which did not correspond with the units of measure in the lis. The customer changed the units of measure for magnesium and phosphorus in the analyzer. The technical service rep instructed the customer to activate tests, re-download calibrator and controls and redefine the decimal places on standard one.

Event description:
User experienced low magnesium and phosphorus results for 8 pt samples over a 2 month period. All repeat testing occurred in late 2008. Tested the previous month: initial magnesium result 0.80 mg/dl, repeat 1.9 mg/dl; initial phosphorus result 1.2 mg/dl, repeat 3.7 mg/dl. Initial results for pts 1-7 were reported, there was no negative outcome to the pts. The units of measure for the application were incorrect in the analyzer which did not correspond with the units of measure in the lis. The customer changed the units of measure for magnesium and phosphorus in the analyzer. The technical service rep instructed the customer to activate tests, re-download calibrator and controls and redefine the decimal places on standard one.